Event description:
Information was received indicating that during a procedure, a smiths medical portex® cuffed blue line ultra® tracheostomy tube became stuck. It was necessary to change the tube out with a different type and size. It was reported that the cuff was noted to be punctured. There were no reported adverse effects.